Event description:
It was reported that the patient presented in the operating theater for a system implant. The guidewire could not be removed from the left ventricular lead. The physician implanted the lead with the guidewire. The following day, the lead exhibited loss of capture. No patient symptoms were noted. The lead was explanted and replaced on (B)(6) 2017. The patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.